Manufacturer narrative:
The technician found the left side rail is missing the shoulder screw. The device referenced in this report is over 12 months old and according the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the left wide rail shoulder screw to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left side rail is not latching. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).